Event description:
A physician reported that during a surgery the screen blacked which lead to shut down and cable was damaged. The surgery was completed with no reports of patient harm.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event for the power cable issue. To resolve the issue, the nonconforming power cord was replaced. The company service representative was unable to confirm or replicate the shut-down issue. As a preventative measure for the shut-down issue, the host, battery, and power switch were replaced. Unrelated to the reported events, the IV(intravenous) pole, IV pole cable, dvd drive, left lower panel, and right lower panel were replaced. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause for the power cable issue is attributed to a component failure of the power cord. Based on the information obtained for the shut-down issue, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).